Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. The procedure went well with one clip implanted. While removing the steerable guide catheter (sgc), a clot was observed on the tip. Therapeutic act was maintained throughout the procedure (>250 seconds). The clot was attempted to remove by aspirating through the sgc, with no success. Then, a non-abbott 6f multipurpose angiographic (mpa) catheter was attempted through the sgc, with no success. Then, a non-abbott 16f aspiration catheter was attempted to remove the clot. With this catheter, all of the clot was removed from the left atrium (la), but not the right atrium (ra). There was also suspicion that there was little clot attached to the aortic valve, that was not attempted to remove. It was decided to administer bivalirudin and monitor the patient closely. The patient was discharged with no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined; however, thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Medication required and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.